Manufacturer narrative:
It was reported the patient is over 18 years. (B)(4) for the investigation results of catheter torn. Investigation results: visual evaluation of the complaint device found the distal end of the outer sheath had perforations, and the tip of the outer sheath was torn. There was also a kink on the outer sheath. A functional analysis was performed and the needle would not extend when the inner hub was actuated. It was noted the inner sheath was kinked. It was confirmed that the needle was present and attached. The reported complaint was confirmed as the needle could not be extended due to the sheath being torn. This failure likely occurred due to anatomical/procedural factors which limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that an interject injection therapy needle catheter was used during a colonoscopy procedure on (B)(6) 2013. According to the complainant, during the procedure, the needle would not come out of the sheath. Another interject needle was used to complete the procedure. The patient's condition following the treatment was good. The patient's condition at the conclusion of the procedure was reported to be fine. Investigation results revealed the outer sheath to be torn, therefore this is now an MDR reportable event.